Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the device reached end of life (eol) and exhibited unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.